Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. The suture broke close to the swedge and looked like a corn husk. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify what was the exact issue for (8703), did the suture broke closer to the swedge or the needle got separated just right in the swedge part (pull off suture needle issue)?: the epm8703 suture broke further down the suture. Not at the swage or right behind it. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-01867.